Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery measurement was 2.6267 volts on (B)(6) 2015. Recommended replacement time (rrt) had not been triggered and there were no patient alerts. (B)(4).

Event description:
It was reported that the patient's device had unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion.